Event description:
The customer reported a patient death occurred while the patient was monitored on a philips mp5 monitor.

Manufacturer narrative:
(B)(4): the customer reported a patient death occurred while the patient was monitored on a philips mp5 monitor. There was no report of any difficulty in monitoring this patient. The customer stated the patient deteriorated rapidly, then died and was taken into ICU but kept on the mp5 monitor. The vital signs were noted by the nurse every 15 minutes, but she was unable to print a report. Based on initial information, the mp5 did not have a usb interface for a printer connection and the nurse was advised to connect the mp5 to a vacant bed where a central station was connected with a printer. This is being reported only because a philips device was in use on a patient who died. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.